Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing, sensing, shocking and recording functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This implantable cardioverter defibrillator (ICD) device was subsequently explanted and replaced due to normal battery depletion (nbd). The device was returned to boston scientific. This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing three episodes of ventricular tachycardia (vt). Review of the first episode confirmed that therapy was provided; however, the rhythm accelerated, and no further therapy was delivered due to undersensing. Review of the second episode noted the rhythm went back into the vt zone, was re-detected and again, the rhythm accelerated, and no further therapy was delivered due to undersensing. Review of the third episode noted therapy was delivered and the rhythm was converted. It was reported that the right ventricular (rv) egm's are very isoelectric. Sensing measurements have been 3-4 mv historically. The rv sensitivity was decreased from .6mv to .3mv. No additional adverse patient effects were reported.